Event description:
It was reported that during a procedure of the left common iliac artery lesion using a contralateral approach with a sharp angled bifurcation vessel, the omnilink elite stent dislodged off the balloon at the level of the bifurcation. Attempts to retrieve the stent were unsuccessful and the stent remains in the vessel. A second stent was deployed successfully in the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. All requested information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: 035 terumo; sheath: destination. The stent remains in the anatomy; it is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.